Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was isolated to the electrode belt¿s white pulse wire at the trunk cable connector being broken. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.